Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Due to a scratch on the bending section cover and deformation of the s-connector, water tightness was lost. Additional issues were found. The distal end had a scratch. The adhesive on bending section cover had a discolored area, and the bending section cover was scratched. Due to a scratch on bending section cover, the insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire, the bending angle in the down direction did not meet the standard value. Due to damage on charge-coupled device (ccd) unit, the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the bronchovideoscope had a leak from the insertion tube / bending section. The issue was found while performing a routine check/inspection. No patient harm reported. During the evaluation of the device, it was noted the insertion tube / bending section had peeling coating. This report is to capture the reportable malfunction of peeling coating on the insertion tube / bending section noted at estimation.

Manufacturer narrative:
Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the investigative results, it was presumed that this event occurred by the following stress on the insertion section: ·physical stress such as scratching/ striking insertion section. ·chemical stress by deviating from the instructions for use (IFU) (reprocessing manual) ·stress by storing devices in poor circumstances, such as in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays. The IFU (operation manual) warns regarding applying external stress to the insertion section as follows: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU (reprocessing manual) warns regarding against reprocessing that deviates from the IFU as follows: "this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." The IFU (reprocessing manual) warns on storing devices in poor circumstances, as follows: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.